Manufacturer narrative:
Sc-1110-02 (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-50 (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2208-50 (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith effort. Additional information was received that the reason for explant was due to inadequate pain relief and patient was doing well postoperatively. Explanted devices were returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith effort.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith effort. Additional information was received that the reason for explant was due to inadequate pain relief and patient was doing well postoperatively. Explanted device will be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 16613792. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2208500, model: sc-2208-50, serial: (B)(6), batch: a43709. H2 block: additional information.